Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) trial system reported they had been getting pressure to use the restroom but they were unable to void. The patient had never had that symptom before. The patient had switched side one or two days prior to the report and had not change stimulation much. It happened again on the morning of the report and once again during the report. The patient would follow up with their healthcare provider.